Manufacturer narrative:
Unit passed the displacement test. Unit received with cracked retainer, cracked battery tube threads and cracked case at battery tube side. The test infusion p-cap set/reservoir locks in place in the reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.